Manufacturer narrative:
The device or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the oc mirror, high reflector mirror and brick were defective due to the ch2 laser brick and ch2 hr were pitted. The fse replaced them and the power was returned to the correct parameters after the parts had been installed; therefore, the console was confirmed to be fully functional. It is likely that this malfunction found could have affected the device performance leading to the event experienced by the customer. A risk review was completed and confirmed that the event of low power is defined in the risk documentation. Based on review of all information available and analysis results, since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during capital equipment maintenance the console optics had an energy delivery output/failure due to the laser console was providing low wattage. This laser is used to test bsc products. No for human use. There was no patient involved. This event is being reported for low power.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during capital equipment maintenance the console optics had an energy delivery output/failure due to the laser console was providing low wattage. This laser is used to test bsc products. No for human use. There was no patient involved. This event is being reported for low power.